Manufacturer narrative:
This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the single use aspiration needle was faulty and was bent on removal from packaging. The issue occurred when preparing the device for use in a diagnostic radial endobronchial ultrasound (ebus) fine needle aspiration (fna) procedure. The intended procedure was completed. The device was discarded at the site. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the device was discarded, the definitive root cause of the needle issue could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: "visually inspect the device for damage. Do not use the device if it appears damaged; contact your local olympus representative. Do not use this device if the package or sterile barrier has been previously opened or is damaged. Doing so may compromise user or patient safety or damage ancillary equipment" (warning, page 3) and "carefully remove the device from the package and ensure the device does not become kinked during removal¿ (caution, page 9); ¿confirm that there are no significant deformations, kinks, or irregularities in the distal end of the insertion section.¿ olympus will continue to monitor field performance for this device.